Event description:
It was reported that during the implant procedure, good capture and sensing were unable to be achieved. The lead was repositioned multiple times without success. There was tissue in the helix and it was unable to be retracted or extended. The lead was not implanted and was replaced. Patient condition was good during the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.